Event description:
During a surgical procedure the device was functioning normally and then stopped cauterizing in the middle of the procedure. Another like device was used to complete the procedure.

Manufacturer narrative:
It was noticed during investigation that there was missing insulation, when placed a call to the hospital, they were not aware that there was missing insulation. The device was returned with heavy coag on open jaws. The lock was in the "off" position. The jaws will not close due to the heavy coag. The device was soaked in warm water before further inspection or testing. Visual inspection found the insulation to be severely damaged and pieces missing. There was no mention of this condition by the customer. The distal end of the shaft is badly scratched, the flare is starting to crack and the edges are very rough. The jaws open/close, the blade advances/retracts and the lock functions as designed. The device was plugged into the lab pk generator set at 24 watts. A regrasp error displayed immediately when tested on tissue with normal grip. If the grip was loosened the coag function started. The bare electrode is shorting out on the shaft at the crack in the flare. Note: coag function failed when the device was tested before it was cleaned. Please see IFU that instructs to keep jaws clean for optimal operation.